Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery life issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the black box (bb) showed dates from (B)(6) 2016; the black box data from date of complaint has been overwritten. The current bb showed no evidence of short battery life. The pump powered with returned battery cap. The battery cap was unable to fully tighten. Current draws were within specifications. A battery life issue was not duplicated or confirmed. The pump case was removed and there no was evidence of moisture or loose components found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.